Event description:
The initial reporter alleged false reactive hiv results for two samples tested using the kit s201 t-scrn mpx v2.0 96t us-ivd assay on the cobas s201 instrument. On (B)(6) 2021, sample barcode (B)(4) was reported as reactive for hiv with a cycle threshold (CT) value of 43.06. On (B)(6) 2021, sample barcode (B)(4) was reported as reactive for hiv with a CT value of 34.4. Serology testing for both donor samples was negative.

Manufacturer narrative:
The analysis was performed on a cobas s201 instrument (serial number: (B)(4)). The investigation determined that the cobas® taqscreen mpx v2.0 assay kit batch f31699 performed within specifications. However, the reported false reactive results were substantiated based on the provided data. A review of the sample data revealed that both samples generated relatively flat curves with cycle threshold (CT) values of 43.06 and 34.4, respectively. Serology testing for both donor samples was negative. Non-specific amplification could not be confirmed for sample (B)(4) due to the unavailability of ad plates. The device remains in operation.